Manufacturer narrative:
Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4), UDI#: (B)(4). Product analysis: cart 9733856 s7 staff assembled 110v - no failure found psu 9733437 polaris spectra - no failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera was intermittently tracking several different geometries including the small passive frame, the spine reference frame, and other instruments. The camera was only effectively tracking at distances of 3 ft or less. There were no other lights on the system, the lenses on the camera was wiped off and the spheres were replaced in the frames. None of these resolved the issue. No patient was present at the time of the event.